Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and disrupted her extensor mechanism. Full revision was done to increase stability. Patella remains insitu - no known reference or lot numbers available. Components originally implanted sometime in 2012 in (B)(6). No surgical delay is noted. Doi: 2012, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.